Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that tubes are under filling with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported that tubes are underfilling. Additionally, on 2020-03-11 the customer provided the following additional information: the donor site confirmed that we have not had any other issues with lower volume blood collections using the vacutainer tubes, so this seems to be an isolated case that occurred with the edta tubes (perhaps a donor or technician issue). They have used the same batch of tubes for several other collections and there is nothing to suggest a problem with the tubes or lot.

Event description:
It was reported that tubes are under filling with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported that tubes are underfilling. Additionally, on (B)(6) 2020 the customer provided the following additional information: the donor site confirmed that we have not had any other issues with lower volume blood collections using the vacutainer tubes, so this seems to be an isolated case that occurred with the edta tubes (perhaps a donor or technician issue). They have used the same batch of tubes for several other collections and there is nothing to suggest a problem with the tubes or lot.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through CAPA (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. (B)(6).